Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered there was a crease at the insertion tube, the bending section cover glue was worn, the lens guide lens was damaged, orbeye lens was damaged, switch 1 was worn, leaked and broken, the air/water nut paint had peeled off, the suction cylinder nut paint had peeled off and the protector was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.